Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Event description:
The customer reported clear fluid leak of approximately 10ml from the probe on a coulter ac·t diff analyzer during instrument startup. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/08/2015 and stated that the leak had been resolved upon his arrival to the site. The fse found residue of a clog or buildup in tubing at pinch valve lv14 on the waste side of the valve, and the instrument was running without issues. Leaking was the result of baths overflowing and the prevention of waste drainage. He spoke to the customer and was told that during troubleshooting, the customer had cleared lv14 by performing repeated shutdown and startup functions. (B)(4).